Event description:
Follow up information received identified the patient's scs generator was replaced without complication and stimulation therapy restored postoperatively..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator (ipg) was not communicating. Reportedly, the patient programmer displayed a communication error and the charger was unable to locate the generator. The patient last successfully charged the ipg two weeks ago. Surgical intervention may be necessary to replace the patient's scs system generator.